Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 40mm amplatzer cribriform occluder and a 10f amplatzer torqvue delivery system were selected for procedure. During the implant procedure, the 40mm amplatzer cribriform occluder exhibited a bulbous deformation. There was no kink or angulation noted on the delivery system and no interaction with cardiac structures. The decision was made to recapture and remove the 40mm amplatzer cribriform occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. Ultimately, the implant procedure was aborted because of the deformed 40mm amplatzer cribriform occluder. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. One image was received from the field which appeared to show an occluder with a deformation on the distal disc. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.